Manufacturer narrative:
Evaluation summary: there are two olympus and two wassenburg aer's. The customer asks if the problem doesn't come from the oe-u4, because they don't have flood issues with ur and utk series. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Event description:
There is penetration of liquid in us socket. Parasites in the image. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.